Manufacturer narrative:
(B)(4). Date sent: 2/23/2026. B3: unknown d4: batch #a9856m. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. The event described of damaged firing trigger lockout could not be confirmed as the firing trigger lockout functioned as intended and without any difficulties noted. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9856m, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the closing trigger could not be pulled. Since the event occurred before inserting into the body cavity, there was no effect on the patient, and the device was not used. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.